Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a pulmonary artery catheterization procedure was performed in the right coronary artery (rca). The 014 ht balance middleweight (bmw) elite guide vwire (gw) was being advanced when the gw core broke in two pieces inside a pulmonary artery catheter. The gw was removed from the patient. The physician reported the gw felt weak. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott gw was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported material too soft/flexible could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additional unused sterile devices from the same lot were returned and a visual inspection was performed. The inspection noted no abnormalities.